Event description:
It was reported that the collimator iris and collimator blades were closed all the way and not functioning. This issue could prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.